Event description:
It was reported that the patient underwent a gynecological procedure; mesh was implanted for stress urinary incontinence on (B)(6) 2004. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 due to sui. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia. No additional information was provided.